Event description:
C-cc-bainf - balloon - inflation; it was reported that the balloon was torn off from the catheter and remained inside the patient's body. It was further stated that the customer felt strong resistance when the catheter was passed through the sheath. Once the catheter was inserted and after the customer inflated the balloon to move the catheter to the right ventricular, it was unable to deflate the balloon. Customer pulled out the catheter with resistance. It was reported that sheath tip was damaged and it was assumed that the balloon, which was not deflated got ruptured at tip of the sheath and torn off from the tip of the catheter when catheter was pulled out from sheath. Balloon seemed to be remained in patient body but there were any complications reported at this moment.

Manufacturer narrative:
Received a second catheter against this reported event. Customer requested that the second catheter be evaluated because the sample was from the same lot number; however, a lot number was not reported, unable to review the device history. Unit 1 (reported catheter) - customer report was confirmed. Catheter was returned with non-edwards introducer. The balloon was found to be completely torn off between the bonds and was missing from the unit. There was still latex at both distal and proximal bonds. The edge around distal end of introducer sheath was folded inwards and became restricted for catheter body passage. Multiple kinks were also noted along entire introducer sheath. Unit 2 - customer report was not confirmed (not reported). Balloon did not appear to be torn off from catheter body. However balloon did not inflate due to a tear at central region. The tear was about 1.5mm and ran across catheter body axis. No visible indication of deterioration was observed on balloon latex.